Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device technical analysis: visual inspection revealed no damage noted to the returned dilator. No damage or sharp edges on distal tip of returned dilator. Dimensional test confirmed that the device shaft outer diameter was within specifications. Therefore, the reported allegation of air in the system was not confirmed as the returned device (dilator) showed no signs that could confirm the leakage. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of embolism and cardiac arrest were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of air embolism, cardiac arrest and st segment elevation are known inherent risks of the versacross connect access solution for faradrive device. The event description indicates that the clinical event is anticipated in nature and captured within the IFU.

Event description:
It had air embolism, st elevation occurred. It was reported that versacross connect access solution for faradrive was selected for use. During the procedure, air embolism was observed inside the heart, with a large amount of air particularly within the right coronary artery (rca). St elevation occurred and it was observed while preparing for left atrial angiography after transseptal access using the versacross connect. The patient experienced a temporary cardiac arrest. The air was removed using an aspiration catheter. Cardiac arrest was treated with backup pacing from the rv. The patient was able to converse in the catheterization room and showed responses in all limbs. No immediate symptoms suggestive of cerebral infarction were observed. St segments also returned to normal. The physician was shocked by the extremely large amount of air that had entered. The procedure was completed by using original device. The device is expected to return for analysis. It was further reported that the patient was not hemodynamically stable at the time the complication was noted. It was confirmed that the patient experienced st elevation, coronary air embolism, and transient cardiac arrest, requiring immediate intervention. Air was observed in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It had air embolism, st elevation occurred. It was reported that versacross connect access solution for faradrive was selected for use. During the procedure, air embolism was observed inside the heart, with a large amount of air particularly within the right coronary artery (rca). St elevation occurred and it was observed while preparing for left atrial angiography after transseptal access using the versacross connect. The patient experienced a temporary cardiac arrest. The air was removed using an aspiration catheter. Cardiac arrest was treated with backup pacing from the rv. The patient was able to converse in the catheterization room and showed responses in all limbs. No immediate symptoms suggestive of cerebral infarction were observed. St segments also returned to normal. The physician was shocked by the extremely large amount of air that had entered. The procedure was completed by using original device. The device is expected to return for analysis.